Event description:
Provider states that the consumer advised the chair makes a lot of noise, it pulls to the left, and the upholstery is not right. Provider states that the consumer could not explain the issue with the upholstery.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.